Manufacturer narrative:
Email is: (B)(6). No product was returned. The investigation determined the most probable cause to be the main board, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device exhibited an alarm and error code 46507. Per the reporter, the battery door was opened then closed, the pump powered on, the loss of power alarm was acknowledged, and the pump restarted. The reservoir volume was 43.1ml and the pump read running and reservoir volume empty in 21 hours 32 minutes. It was stated that this happened on two occasions. Per the reporter, there were no patient adverse effects. The device was not to be returned to the manufacturer.